Event description:
Customer reports to have received a motor error alarm during bolus delivery. Customer states a motor position encoder error was received on pump before receiving motor error. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm in alarm history screen due to overwritten history file. The insulin pump passed displacement, rewind, basic occlusion, prime/a33 and motor tests. The insulin pump has cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).